Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to mode switch. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the implantable pulse generator (ipg) exhibited a diagnostic data reset and inappropriate mode switches. It was further reported that the right atrial (ra) lead exhibited decreasing impedance, over-sensing, under-sensing and noise. It was also reported that the right ventricular (rv) lead exhibited loss of capture and increasing thresholds. Reprogramming occurred. The ipg, ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.